Event description:
It was reported that during a routine follow up, the right atrial lead exhibited noise which caused auto mode switch episodes. The lead was capped and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.